Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was in backup mode. Programming changes were made. The patient was reported to later decease due to organ failure. There were no allegations that the patient's death was caused or contributed to by an abbott device.